Event description:
Post operation, the doctor met resistance while removing the catheter and continued pulling; the catheter broke at the soaker segment during the removal by the doctor, consequently, the soaker portion (10 inch) remained in the pt. To date the doctor has elected to leave the catheter segment in the pt.